Event description:
On 05/07/1998 following a percutaneous transluminal coronary angioplasty/stent procedure, an angio-seal device was placed in a pt's groin. Approx five hours later a 5x6 cm hematoma was noted to have formed at the groin site. An ultrasound was performed which ruled out the presence of a pseudoaneurysm, and the pt was then discharged to home 24 hours following the procedure. On 05/11/1998 the pt reportedly experienced pain and swelling at the groin site, and the hematoma was noted to have expanded to 10x8 cm in size. A second ultrasound was obtained which identified soft tissue swelling and enlarged lymph nodes. The pt was started on a two day course of oral antibiotics which was completed on 05/13/1998. Further examination of the pt at that time led to a diagnosis of cellulitis; therefore intravenous antibiotics (type and dose not documented) were administered at that time. A vascular consult was obtained which determined that surgical treatment was not necessary. This event was not reported to a co rep until 12/13/1998. Attempts to follow-up with the facility since that time have not provided any new info, and as of 01/13/1999 there has been no further report to the MFR of complication or additional pt sequelae.